Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Prior to distribution, all disposable hemostasis clips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a post-polypectomy in the colon, three (3) cook disposable hemostasis clips were placed. The patient returned to the hospital due to bleeding. The three (3) clips had fallen off. See mdrs 1037905-2013-00020, 00021 and 00022. A coil was used to stop the bleeding. No other details regarding patient outcome were able to be provided at the time of this occurrence. Several attempts were made to collect information regarding the patient's current condition but no further details were provided by the medical facility.